Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The hospitalization followed a problem with the infusion set attached to the insulin pump not sticking to his body. The customer had a flu and was sweating a lot, possibly affecting the effectiveness of the adhesive. At the time of hospitalization, the customer was wearing the insulin pump and his blood glucose was 700 mg/dl. The customer has used manual injection to manage blood glucose levels following the hospitalization. No futher information was provided.